Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that the act and up buttons are unresponsive. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage to keypad traces. The insulin pump was received with minor scratched lcd window, cracked case near display window corners, battery tube threads, belt clip slot, reservoir tube lip.